Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they was hospitalized due to low blood glucose on (B)(6) 2022 with blood glucose level was 25 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Insulin pump had critical pump error. Customer reported they received the open book image on the insulin pump screen. Customer was not using auto mode. The insulin pump will be returned for analysis.